Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen using the cooladvantage applicator and may have developed paradoxical adipose hyperplasia on the same areas.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review by abbvie medical safety physicians, it has been determined that the event is not consistent with ph. Hence, the record is no longer reportable.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.